Event description:
User had eight pt samples with erroneous ise results on the morning run. The user stated none of the errant results were reported out as all pt results are reviewed prior to reporting. Later the same day, the user manually repeated the pt samples after the analyzer reagents were primed and both ise modules were calibrated. The pending pt reports were corrected to reflect the rerun results. According to the user, there were no known effects, no known changes, no known harm and no known delay in the pt's treatment as a result of this issue. All results are in mmol per l. Sample 1 initial sodium result was 63, repeat result was 146; initial potassium result was 1.7, repeat result was 4.0. Sample 2 initial sodium result was 52, repeat result was 138; initial potassium result was 1.5, repeat result was 4.1. Sample 3 initial sodium result was 72, repeat result was 147; initial potassium result was 2.2, repeat result was 4.4. Sample 4 initial potassium result was 8.3, repeat result was 4.0. Sample 5 initial sodium result was 124, repeat result was 137. Sample 6 initial potassium result was 17.9, repeat result was 3.8. Sample 7 initial sodium result was 17, repeat result was 138; initial potassium result was 0.6, repeat result was 4.0. Sample 8 initial potassium result was 17.5, repeat result was 3.8.

Manufacturer narrative:
The field service representative determined the cause to be a damaged dilution cup. On a follow up visit, he determined the dilution vessel was cracked and replaced the dilution vessel assembly and the dispense nozzle assembly. He also found a spring missing on the vacuum nozzle and installed a new spring. He performed a reagent prime, calibration and qc to verify the analyzer performance.